Event description:
It was reported that the implant fractured during use of the bone profiler at tooth location #36. The fractured implant was removed. The procedure was completed with another implant. There was no report of a delay in procedure or patient harm.

Manufacturer narrative:
This report is being submitted to relay additional information: the following sections are being reported: b5: it was reported that the implant fractured during use of the bone profiler at tooth location #36. The fractured implant was removed. The procedure was completed with another implant. There was no report of a delay in procedure or patient harm. D4: expiration date: 13 jul 2022 UDI: (B)(4). G4: 29 may 2019 g7: follow up h1: malfunction h2: additional information, device evaluation h3: yes, evaluation summary attached. H4: 13 jul 2017. H6: method, results, conclusion codes h10: manufacturer narrative. The reported device was received for evaluation. Visual inspection identified that the external hex feature was severely damaged. There were noticeable dents and gouges around the external threads. The implant had noticeable nicks and wear around the platform, due to usage. The reported condition of a fractured implant could not be confirmed, however. A device history record (DHR) review was completed for the reported device lot. No manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event were noted in the DHR. It was confirmed that all operations and inspections were executed as per applicable procedure. A complaint history review was completed for the reported device lot. There are no other reported complaints with similar incident against the subject lot to date. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being submitted to report zimmer biomet complaint (B)(4). The following information is unknown at the time of this report: the reported device has been received for evaluation. The investigation has not yet begun. Once investigation has been completed, a follow up report will be submitted.

Event description:
It was reported that the implant fractured during use of the bone profiler at tooth location #36. The fractured implant was removed. The procedure was completed with another implant. There was no report of a delay in procedure or patient harm.